Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Adding implanted date(B)(6) 2019. Adding explanted date (B)(6) 2023. This is a follow up report for this additional information. Correcting UDI # (B)(4) from to (B)(4). This is a follow up report for this corrected information. Correcting lot # from unk to 431307. This is a follow up report for this corrected information. Device received for this event is being corrected from astratech impl ev 4.2s 11mm os catalog # 26323 to osseospeed ev 4.2 s - 11 mm catalog # 25234. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1930. Medical device problem code - 1863. This is a follow up report for this corrected information.